Event description:
The company was informed that the pt developed an infection. The pt was admitted to the hospital on (B)(6) 2012, bacterial cultures were taken and the pt was placed on IV tazocin. On (B)(6) 2012 the pt's treatment was changed to oral fusidic acid and co-trimoxazole. The pt's treatment was again changed on (B)(6) 2012 to oral flucloxacillin and trimethoprim. The pt's device was explanted. Advanced bionics is still in the process of gathering further info. Once further info is received a follow up report will be submitted.